Event description:
The ge oec 9900 fluoroscopy system would not correctly annotate images during post processing following a procedure. The annotation of images would not function correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the hard drives had become corrupted. Both the cine drive and the system hard drive were removed and replaced to prevent recurrence of the issue. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction.